Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced an unspecified elevated blood glucose (bg) level over 400 mg/dl. Customer alleged that the pump's personal profile settings needed adjustment. Customer administered insulin to address the elevated bg level. Tandem technical support advised the customer to consult with a healthcare provider regarding settings adjustments.